Event description:
Customer alleged that the mattress cover was punctured by a needle and fluid has contaminated the inner components of the mattress.

Manufacturer narrative:
The customer was inquiring about replacement parts or a mattress. The account was given options of replacing mattress components vs the complete mattress, the customer was recommended to take the bed out of service. The account stated that they will likely replace the complete mattress. There were no reported injuries regarding fluid ingress into the mattress.